Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10cl-us is available in the USA with a 510k number k190805. Evaluation summary on 08-apr-2022 the result of good faith efforts(gfe) , that particular serial number is in working condition and being used as a loaner in the user. And the distributor said that it is not scheduled to be returned back to pentax for evaluation/service. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Customer reported no video image. There was no report of patient harm. The time of event is unknown. Not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
Correction information: g6: follow up #1 h2:if follow-up, what type? H3: device evaluated by manufacture. Evaluation summary: it is presumed that the event occurred due to a failure in the imaging system, which prevented the image from being displayed. As for the cause of the deterioration of the image quality, it is thought that the failure of the image pickup device, the damage of the ccd cable, the breakage of the circuit pattern, etc. Are considered factors, but it has not reached a conclusion.

Manufacturer narrative:
Correction information: g4:. Premarket identification PMA/510(k), g6: follow up #1, h2:if follow-up, what type?.